Event description:
Healthcare professional reported right side deflation. Additionally, capsular contracture baker grade iii and concerns with the product was reported. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion, two openings on posterior, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a striated opening on posterior and a crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.